Event description:
Caller reported that lancet did not retract into safe-t-pro device after firing, nurse received accidental finger stick. No adverse event reported. Device discarded, no product returned for evaluation. No product sent.